Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. During burn-in testing the computer started power cycling on its own. The computer occasionally freezes on the medtronic splash screen. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no delay to the procedure.

Manufacturer narrative:
Patient information received and additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: 9735225r, serial/lot #: not available. Foreign country: (B)(6). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a spinal fusion. It was reported outside of a procedure that the software will not get past the medtronic sign on boot up. The computer become frozen. Both imaging and navigation were aborted. No further information has been received.